Event description:
The 8mm robotic endo catch bag was defective. The pull string was not even attached to the bag. Bag info: anchor tissue retrieval system by conmed. Ref: trs-robo-8. Lot: 20243274. The bag and device were sent for follow up.